Manufacturer narrative:
One cadd ms3 pump was returned for analysis in due to an alarm. Functional and visual testing was performed to test the device. The customer's reported problem was verified. During power up, the error code 112 was showing on the screen and alarming when there was an attempt to run testing. The error code 112 indicates a problem with high current motor. Further investigation of the pump determined that the motor was defective due to high current draw and is the cause of the issue. Therefore, the motor will be replaced.

Event description:
It was reported that the smiths medical cadd ms3 pump was alarming system fault. It was reported that there was no patient involvement in the reported event.